Manufacturer narrative:
Further inspection of the returned device found the suction valve was not working due to the clogged suction cylinder. The angulation in the up direction is out of standards due to a worn of angle-wire. The screen was partly dark due to a broken and scratched charge-coupled device (ccd) lens. Scratches were noted on the scope cover. Dirt was noted on the light guide lens. Wrinkles were noted on the scope¿s connecting tube. A gap was noted at the bending section rubber adhesive. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the scope¿s suction channel was noted to be clogged. The scope was returned for evaluation and foreign material was noted to be exiting the scope¿s cylinder. This report will be submitted to address the foreign material existing the channel during evaluation. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and e2,e3 correction. E2,e3 - corrected initial reporter to reflect health care professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material clogged in the suction channel was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation and/or the facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Inspection of the endoscopic system: insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.